Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). The physician stated that the device is not working properly because there is no fluid in the balloon. Few days later, a revision surgery was performed during which it was confirmed that there was no fluid in the device; however, the source of the fluid loss could not be identified. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). The physician stated that the device is not working properly because there is no fluid in the balloon. Few days later, a revision surgery was performed during which it was noted that the there was no fluid in the device; however, the source of the fluid loss could not be identified. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. Visual inspection identified a pinhole proximal to the cuff edge/seam consistent with wear at a corner of the fold; therefore, the cuff did not pass the leakage test. The balloon was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the balloon. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the pump. The balloon and the pump were not functionally tested due to the malfunction identified in the cuff component. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the pinhole identified in the cuff could have caused or contributed to the reported clinical observation of a fluid leak; consequently, a conclusion code of caused traced to component failure was assigned to this investigation.